Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 530pm. The reporter stated the patient obtained blood glucose results of "122 mg/dl" with the subject meter and did not specify results obtained with the laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine at the time of the alleged issue. About 15 minutes after the alleged issue, the reporter claims the patient did not "feel right" and could feel it in his belly. At that time, the reporter alleged the laboratory device read low enough that a health care professional (hcp) gave the patient juice to drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from an hcp after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.